Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced pocket pain from the device pressing against the sciatic nerve. The physician revised the device and the patient recovered without sequelae.